Manufacturer narrative:
Patient identifier, weight, and ethnicity not available for reporting. Date of event: date of fracture is not known. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a removal of a trochanteric fixation nail advanced (tfna) due to a fracture that occurred at a point of a stress riser between the tfna nail and a variable angle (va) condylar plate. The tfna nail was easily removed and replaced with a new, longer tfna nail which extended beyond the plate. An unknown quantity of cables were also placed to augment the construct, as well as an unknown quantity of screws. No fragments were produced. It is not known if surgery was delayed. Patient outcome is not known. This report is for one (1) unknown screw. This is report 4 of 5 for (B)(4).